Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level. Multiple attempts were made to follow up with the customer and complete troubleshooting; however, a response was not received.